Event description:
The patient presented to clinic with chest pain. A marker anomaly was noted. The device could not be reprogrammed, it continued to capture at the base rate. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received. (B)(6).